Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump is underdelivering insulin. The customer¿s blood glucose level was unknown at the time of the incident. The customer states the insulin pump is suspends its self during troubleshooting the technician found the dual wave delivered 4.65 units of insulin instead of the required 6.0 units without reason. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened(escape, act and up) button dome switch (no crease). Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime, displacement accuracy test and excessive no delivery test or verify under delivery and upload anomaly due to buttons not responding. Pump received with cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.